Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned packaging material confirmed the presence of white debris stuck to the plastic retainer. DHR was reviewed and no discrepancies were found. The retainer was designed in the orientation which results in less clearance between the retainer and the inner tyvek lidstock, causing the lidstock to stick to the retainer and transfer the adhesive during sealing. Therefore, it is considered that a design deficiency is the root cause of the reported issue. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the inner packaging of the device was found damaged. The surgeon elected to use another device, which had the same packaging defects. The surgeon is requesting information on the sterility on the devices.